Event description:
The patient contacted animas on (B)(4) 2012 reporting that the ok and down buttons were not working correctly and required multiple presses to elicit a response. The patient stated that the entire keypad was missing. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/26/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the down arrow, ok, and contrast buttons were intermittently unresponsive; the up arrow responded appropriately. During investigation, evidence of contamination was found under all key contacts and the ok and down arrow contacts were found to be inverted.